Event description:
It was reported that the patient presented to the emergency room complaining of chest pain. The lead exhibited intermittent capture and sensing. A chest x-ray revealed the lead had perforated through the pericardium. A temporary lead was placed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.